Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 1000 mg/dl and ketones that were identified as dangerous by a healthcare provider. Cause of elevated bg was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was released (B)(6) 2026 with the issue resolved and no permanenet damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.